Event description:
It was reported a 6f angio-seal sts device was used to seal the arteriotomy site post coronary angiogram. A pre-deployment angiogram was performed. The patient was transfered to the holding area, where the patient experienced a loss of pulses. An immediate arteriogram revealed no arterial flow. The patient underwent an embolectomy of the superficial femoral artery (sfa). The patient was reportedly healthy prior to the reported event and no peripherial vascular disease was noted. No information regarding the patient's condition following the surgical procedure was available.